Event description:
The user reported that the unit would not operate on battery power, but functioned properly on mains power. There was no effect on any pt. An examination of the unit disclosed that the 13 year old battery would not take a full charge, and had very reduced capacity. The battery was 10 yrs over due for replacement. The event is not occurring more frequently or with greater severity than is usual for the device.